Event description:
The customer alleged that he performed a control test and received a result of 350 mg/dl using his breeze2 meter. The normal control range was 113-163 mg/dl. The customer did not have the control solution with him at the time of the call, so further troubleshooting was not possible. No adverse events were alleged. No product will be returned at this time.